Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips were not returned. Most likely underlying root cause of malfunction: user's test strips had poor storage.

Event description:
Customer complains of low results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 90-130mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and open vial date was not disclosed. Customer performed a back to back blood test 213mg/dl and 246mg/dl non-fasting. Reviewed meter memory: 1:167mg/dl (B)(6) 2015 08:24:00 pm fasting:yes; 2:170mg/dl (B)(6) 2015 08:17:00 pm fasting:yes; 3:167mg/dl (B)(6) 2015 08:16:00 am fasting:yes; 4:78mg/dl (B)(6) 2015 07:02:00 am fasting:yes; 5:59mg/dl (B)(6) 2015 07:08:00 am fasting:yes; memory concerns: with all of the meter memory results reviewed. Customer does not have the date and the time is not set properly.